Event description:
(B)(6) clinical trial. It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as part of the (B)(6) clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa) and right mid sfa, with a 6.0mm proximal reference vessel diameter and 6.0mm distal reference vessel diameter. The lesion was 200mm long, 100% stenosed and classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with a 4.0mm x 150mm jade balloon. Treatment was performed by dilatation with a 6.0mm x 200mm ranger drug coated balloon followed by placement of a 7mm x 120mm eluvia drug eluting stent. During or after treatment, a dissection of grade c was noted in the target lesion. In response, balloon dilatation was performed. The reported dissection was resolved. There were no patient complications reported.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
A1. Patient identifier: (B)(4).

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as part of the elegance clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa) and right mid sfa, with a 6.0mm proximal reference vessel diameter and 6.0mm distal reference vessel diameter. The lesion was 200mm long, 100% stenosed and classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with a 4.0mm x 150mm jade balloon. Treatment was performed by dilatation with a 6.0mm x 200mm ranger drug coated balloon followed by placement of a 7mm x 120mm eluvia drug eluting stent. During or after treatment, a dissection of grade c was noted in the target lesion. In response, balloon dilatation was performed. The reported dissection was resolved. There were no patient complications reported. It was further reported that the dissection of grade c that occurred during the treatment of target lesion was due to the 6.0mm x 200mm ranger drug coated balloon. In response to the dissection, a 7mm x 120mm eluvia drug eluting stent was placed and the complication was resolved. The final residual stenosis was noted to be 10%.